Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was being performed by tandem technical support; however, the customer declined completing the system check. Customer changed out pump supplies and resumed insulin delivery. Customers blood glucose was 301 mg/dl.